Event description:
The pt reported, she is no longer receiving stimulation and is unable to charge her ipg. A replacement charging system was unable to resolve the issue. The sjm rep is to contact the pt as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.